Manufacturer narrative:
Medivators sales representative was informed by the medical director at the facility a disposable defendo valve had been reprocessed in their automated endoscope reprocessor and reused in a patient procedure. There is potential for patient cross-contamination because the defendo valves are intended for and labeled as single use only. Medivators ra informed the facility the product is not validated for reuse and cannot confirm the product had been disinfected. There have been no reports of patient illness. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
The facility reported reprocessing and reusing a disposable defendo valve in a patient procedure. The defendo valve is intended for single use and thus there is potential for patient cross-contamination.